Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the impactor pad fractured. It is unknown how the device fractured. No adverse consequences were reported as a result of this malfunction. Attempts have been made, however, no additional information has been provided at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product showed signs of repeated use (nicked/gouged) and the device was fractured. Analysis determined that the features of the fracture surface were consistent with overload failure,possibly over the course of a few impaction cycles as evident by the presence of hackle marks, river lines and striations features. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.